Event description:
The customer called to report low bgs. The customer declined to provide info of the event. The customer stated that the health care team treated the bgs and customer was released. It was indicated that the customer realized that the time on the pump was incorrect. The customer wanted to check the programming on the pump. Assisted the customer with reviewing and resetting the time and date and the basal rates. The customer also declined to troubleshoot the pump. The customer felt the changes of the basal rate and adjusting the correct time would resolve the issue. Four days later, the customer called back to inform that they have been running low for several days. The settings on the pump were reviewed and they were accurate. Advised the customer to discontinue the use of the pump and revert to manual injections.